Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (fallopian tube(s))\unknown perforation of fallopian tubes or uterus') and fallopian tube perforation ('perforation (fallopian tube(s))\unknown perforation of fallopian tubes or uterus') in a 46-year-old female patient who had essure (batch no. 508015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high, sneezing, urinary urgency, ovulation pain and gallbladder removal. Concurrent conditions included frequency urinary. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced fatigue ("fatigue"), 2 years 8 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain / loss, fluctuation"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal\pain in right and left side due to scar tissue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type"), urinary tract disorder ("bladder or urinary problems or changes") and scar ("pain in right and left side due to scar tissue"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, bladder disorder, nausea, dysmenorrhoea, dyspareunia, weight fluctuation, abdominal pain, gastrooesophageal reflux disease, urinary tract disorder and scar outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, scar, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: healthcare provider concerning removal of your essure device yes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received event " gastrointestinal or digestive system condition: gerd" was added. Medical history and reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (fallopian tube(s))\unknown perforation of fallopian tubes or uterus') and fallopian tube perforation ('perforation (fallopian tube(s))\unknown perforation of fallopian tubes or uterus') in a (B)(6) year-old female patient who had essure (batch no. 508015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high, sneezing and urinary urgency. Concurrent conditions included frequency urinary. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced fatigue ("fatigue"), 2 years 8 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain / loss, fluctuation"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal\pain in right and left side due to scar tissue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), urinary tract disorder ("bladder or urinary problems or changes") and scar ("pain in right and left side due to scar tissue"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, bladder disorder, nausea, dysmenorrhoea, dyspareunia, weight fluctuation, abdominal pain, gastrointestinal disorder, urinary tract disorder and scar outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, scar, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: healthcare provider concerning removal of your essure device: yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet and mr received, new reporter, patient demographic, concurrent conditions essure indication, lot number, and event replaced with injury to herself, lab data event abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines /headaches, bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss, perforation (fallopian tube(s)), uterine perforation, scar tissue and abdominal pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.